Event description:
It was reported that the pump battery could not be charged using the tandem-provided charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The pump was able to be charged successfully with an alternate charging cable and wall adapter.